Event description:
It was reported that foley balloon deflated overnight by itself after being inflated and there were no leaks or holes seen in 4 separate catheters. Per follow up via ibc on 05aug2022, four catheters belong to same lot and event happened on same date.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley balloon deflated overnight by itself after being inflated and there were no leaks or holes seen in 4 separate catheters. Per follow up via ibc on 05aug2022, four catheters belong to same lot and event happened on same date.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The reported event was inconclusive since sample condition was unoriginal. It is unknown whether the device had met relevant specifications. The product was not used for patient treatment. It was unknown whether the product had caused the reported failure. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿water lost via permeation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley balloon deflated overnight by itself after being inflated and there were no leaks or holes seen in 4 separate catheters. Per follow up via ibc on 05aug2022, four catheters belong to same lot and event happened on same date.